Event description:
The customer reported a flogard pump with an alarm f38. It is unknown when this condition occurred. There was no patient involvement. There was no report of patient/user injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported problem was confirmed in the sample evaluation task. The cause was determined to be defective force sensing resistors (fsrs). The fsrs were replaced in order to resolve the reported problem.